Manufacturer narrative:
Additional, changed, and/or corrected data. Photo analysis: visual analysis of the photographs identified: rupture: not observed. Capsular contracture: unable to observe since it is not related to the device. Inflammation/irritation: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Reason for reoperation: rupture.

Event description:
Healthcare professional later reported ¿suspicion of rupture".

Event description:
Healthcare professional reported left side "capsular contracture [baker grade] 3" and "chronic inflammation with - fibrosis." Healthcare professional later reported ¿suspicion of rupture". Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on anterior assessed as surgical damage. Capsular contracture: unable to observe since it is not related to the device. Inflammation/irritation: unable to observe since it is not related to the device. Additional observations: non-penetrating nick observed on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture 3".

Event description:
Healthcare professional reported left side "capsular contracture [baker grade] 3" and "chronic inflammation with - fibrosis." Device was explanted and replaced.